Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch cover was bent which jammed the latch hook. The technician straightened the latch cover to repair the bed.